Event description:
While wearing the external equipment, the patient's parent observed that the patient did not respond to sound. The patient was seen by a company rep for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.